Event description:
Additional information was received from a consumer (con). It was reported that the patient had an increase of symptoms over the three days prior to the report, specifically on sunday, monday, and tuesday morning. They noted that the symptoms of fecal incontinence and urinary retention were particularly bad on the sunday prior to the report. They stated that they did feel stimulation and was on program 1 at 1.9 v, which they had been on for many months. They added that they were previously on 1.6 v for many months. They mentioned that they had gotten si join injections, most recently on (B)(6) 2016, but they were on the opposite side of the implant. They asked their hcp if the injection could be related to the return of symptoms, but the hcp did not know.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported a loss of therapy and returned of symptoms. She was feeling stim on the day of this call. It was indicated that she turned stim down because ¿"it was jerking her toes all the way down her leg and when it was at 1.5 or 1.6 and she was standing then it would hurt". This started the day of the implant and the next day. She lowered stim and then brought it back up to 1.3v. She noticed a returned of symptom on the day of report. She moved stim up to 1.4 and it was comfortable for her. Two weeks later, patient reported that she woke up during the night on (B)(6) 2016 with muscle spasms from her hips down in both legs. She saw her healthcare provider (hcp) and they thought she might be dehydrated from the implant procedure and just needed to rehydrate. A night prior to this call, she woke up with her right leg bent and it hurt to open it. On day of this call, she said her leg was barely sore. It was indicated that the day before the implant, she started on generic of cymbalta, she started at 20mg and increased to 30mg on (B)(6) 2016. She has an appointment at the managing hcp's office on (B)(6) 2016. She reported in order to get a satisfactory improvement she had to have stim to the point where she felt stim in her big toe. She said after implant she was at 1.7v and now she went between 1.2 and 1.3v.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, the patient reported after their appointment their condition improved but still had concerns therefore they kept their appointment ((B)(6) 2016) with the manufacturer representative (rep). The rep informed the patient, that no patient has reported muscle spasms before and also reprogrammed her to different electrodes which worked better. On (B)(6) 2016 during the day the patient had driven 45 minutes to 1 hour in a car and had walked up and down bleacher steps about three time during their granddaughter's fitness competition. After the competition she drove to the airport where she pulled her luggage to the terminal then received wheelchair assistance through security and on to the plane. The patient wondered if her hips and legs got too cramped in the wheelchair and while in her plane seat because she was holding her c-pap equipment in her lap. That night is when she had the muscle spasms, that were previously noted, and the next day she could barely walk. It was noted to resolve the muscle spasm she drank water and tried to breathe and stretch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.